Manufacturer narrative:
Initial

Event description:
It was reported that a patient using the ilet experienced hyperglycemia with a highest continuous glucose monitor (cgm) value of 228 mg/dl after consuming approximately 40 grams of carbohydrates over 30 minutes to avoid a perceived low when the glucose was 110 mg/dl; the infusion set was a contact detach on the abdomen and the cgm was a freestyle libre 3+. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization, no alarms, and patient self-management with the ilet algorithm to correct the high. Investigation included user counseling on hypoglycemia management, education on appropriate treatment of lows, and review of device use. Investigation of this case revealed that the device functioned as designed and that the event was attributable to user overcorrection of a perceived low rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related inappropriate therapy response.